Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in her left eye (os) on (B)(6) 2008. The patient reported she has lost vision due to the development of a small cataract. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens remains implanted.

Event description:
Additional information received - the cataract diagnosis was made on (B)(6) 2012. It was a trace anterior subcapsular polar opacification and has not progressed. Patient has intermittent worse vision in dim lighting. The patient's post-operative visual acuity is 20/20.

Manufacturer narrative:
Claim # (B)(4).